Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type lead. Analysis results were not available at the time of this report. An additional report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient rarely used their therapy, noting four percent usage. They felt pain at the implanted pulse generator (ipg) site and they tried to use it on (B)(6) 2019 and had no back coverage. They stated they had pain at the site since the generator was replaced in 2017. They wanted it removed as they had basically abandoned the therapy. The ipg was removed on (B)(6) 2019 and the issue was noted to be resolved without sequelae. No further complications were reported or anticipated.